Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and outcome of the peritonitis were not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment with ceftazidime, 1 gram, every day and vancomycin, injection, 1 gram, every fifth day (routes were not reported). At the time of this report, dianeal and extraneal therapies were ongoing. No additional information is available.